Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The issue has been ongoing for around one month. At 8:00 a.m., the patient's blood glucose level was 22.2 mmol/l. An insulin bolus of 8.1 i.u. Was advised and the patient delivered this bolus as an immediate standard bolus. At 10:30 a.m., the patient's blood glucose level was 22.8 mmol/l and the patient delivered a bolus of 0.5 i.u. As recommended by the bolus advice. At 11:00 a.m., the blood glucose level was 20.8 mmol/l. The patient then delivered a correction bolus via pen and the blood glucose level returned to normal.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.